Event description:
A distributor in finland reported a complaint regarding a pump battery that would not charge, despite attempts using different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and instructed the customer on how to use a backup therapy and put the pump into storage mode before returning it. The customer understood the instructions, and a replacement pump was shipped with the requirement to return the non-functional pump within ten days using a pre-paid label.